Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead from a right sided approach, due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, advancement was made to 2 inches from the lead tip when the patient''s blood pressure dropped. Blood was detected in the right side of the chest via x-ray and transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon, bypass and sternotomy. A superior vena cava (svc) perforation was discovered and repaired (MDR #3007284006-2024-00072). At that time, the decision was made to abandon the rv lead. There was no attempt to unlock the lld from the lead, and the lead and lld ez were cut and capped and remained in the patient MDR #3007284006-2024-00073). This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.